Manufacturer narrative:
Patient information was unavailable from the site. The clamp was returned to the manufacturer for analysis. Analysis found that the adjustment screw had been backed out too far causing the retainer ring to pull off. The clamp was otherwise intact. Analysis found that the reported event was related to a mechanical issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively, while the spine clamp was removed at the end of a case, the clamp was backed off too hard and the washer fell off and the clamp became broken. The washer was recovered after it fell off. The procedure was completed using the navigation system and there was no reported impact to patient outcome. There was no reported surgical delay due to this issue.